Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact. No additional information was provided. Customer declined troubleshooting with tandem technical support.